Event description:
It was reported that a homechoice experienced an unknown issue. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2021 was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was performed and verified the system error 2021. The cause of the condition was determined to be a faulty digital printed circuit board (pcb). The digital pcb was replaced to resolve the reported problem. Should additional relevant additional information become available, a supplemental report will be submitted.